Manufacturer narrative:
On december 8, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on anterior view of the device consistent with a crease/fold. Additionally, a tear was also observed within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 20, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device lot number is not visible on the returned device. Please see field h11 for correction details. Manufacturer¿s reference number: (B)(4) on december 1, 2020, mentor became aware that incorrect mre statement was submitted under the previous initial submission on october 27, 2020. The correct statement is as follows since the lot number is unknown: "since no lot number was provided, no manufacturing record evaluation review could be performed."

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown size unknown saline implant and was presented with right side breast implant deflation. As a result, the device will be explanted on (B)(6) 2020.